Event description:
It was reported to boston scientific corporation that a spyscope dsii were used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct for the treatment choledocholithiasis on (B)(6) 2024. During the procedure, hospital staff attempted to connect the spyscope to the controller but were unable to establish a connection. The procedure was unable to be completed as the spyscope was not functional. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1 additional information: physicians email address has been added. Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a spyscope dsii were used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct for the treatment choledocholithiasis on (B)(6) 2024. During the procedure, hospital staff attempted to connect the spyscope to the controller but were unable to establish a connection. The procedure was unable to be completed as the spyscope was not functional. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1 additional information: physicians email address has been added. Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: based on the available information, boston scientific concludes that the reported event of no visualization could not be confirmed. The device was not returned, so a technical analysis could not be performed. Due to insufficient evidence, the reported event cannot be verified. Without the ability to evaluate the device, the most probable causes contributing to the event remain unknown. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event. The device was not returned for evaluation; therefore, a technical analysis could not be performed. The reported impact includes the cancellation of the procedure after the patient had been sedated. The investigation determines that the most probable cause is 'unable to exclude device problem'.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a spyscope dsii were used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct for the treatment choledocholithiasis on (B)(6) 2024. During the procedure, hospital staff attempted to connect the spyscope to the controller but were unable to establish a connection. The procedure was unable to be completed as the spyscope was not functional. There were no reported patient complications as a result of this event.